Event description:
It was reported that a user in the third week of ilet use experienced recurrent low glucose episodes, with the lowest reported value of 53 mg/dl by sensor during early-morning hours, and the user had adjusted the cgm target shortly after starting ilet. Symptoms included feeling woozy and weak. Outcomes included self-treatment with oral carbohydrate, specifically orange juice, and no hospitalization. Troubleshooting and education were provided by a clinician, and comparison data showed a sensor value of 80 mg/dl and a fingerstick value of 96 mg/dl obtained about an hour later. Investigation included review of the event details and user-reported glucose data. Investigation of this case revealed that the specific cause of hypoglycemia was not determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.